Event description:
Customer reported experiencing "sky high" blood glucose levels while using the t: slim pump and subsequently required hospitalization. No specific blood glucose values were provided. The customer decided to discontinue using the pump and returned to managing their condition with injections. No further action was requested or recorded from technical support.